Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (¿1.000 mcg/ml¿ at 350.1 mcg/day) via an implanted pump. The patient¿s medical history included stuttering which got bad when she was anxious. The indication for pump use was spinal pain. On (B)(6) 2018 the patient was calling for hcp (healthcare professional) listings because she didn¿t trust her hcp because she did not know the records the hcp kept. Per the patient, her hcp told her that her pump would be due for a refill in (B)(6). In (B)(6), her hcp told her she had 24 months left on her pump. She asked for a second opinion and now she was being told she had less than a month on her pump. She wanted to know what it meant. Per the patient, she was having problems now. In (B)(6) 2017 her legs stopped working and she had an increase in neuropathy. She had cts and emgs. In (B)(6) 2018 her hcp office messed up her refill because she went through withdrawal. She went through withdrawal because the office failed to get her medicine. It was the worst feeling she thought she could ever have. She had anxiety problems since (B)(6) 2018 because of the situation with her hcp. She had not had any since the pump was put in, but now out of the blue she had anxiety. The patient also reported being bed-ridden approximately 22 hours a day because she fell in the shower in (B)(6) 2018. Per the patient, her drug dose and concentration had not changed in the last 24 months. She was switched from fentanyl to morphine in 2014. Her hcp refused to switch the medication back because of ¿life expectancy ¿ body size and weight¿. The patient was 4 feet 11 inches and (B)(6). No further complications have been reported as a result of this event.